Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.

Event description:
In 2007, the patient experienced a neurological deficit (not related to anticoagulation) described as aphasia, behavioral change, and dysarthria and was diagnosed as ischemic stroke with hemiparesis on the right side. A female was consented to the study on three days earlier. The index procedure was completed on the following day, and patient was symptomatic. The target lesion location was the proximal right internal carotid artery (r5). There was an occlusion in the contralateral carotid. Reference vessel diameter was 6.0. Target lesion diameter stenosis was 90% with lesion length 20.0. Total length of stented segment was 30.0. Qualitative lesion calcification was described as moderate and vessel tortuousity by visual inspection was moderate. Geometry of lesion was described as eccentric and ulcerated. Pre-dilatation was performed. An angioguard distal protection device was used, which was deployed and retrieved successfully with no technical problems. Upon retrieval of the angioguard device, there was debris found in the basket. A precise stent was implanted for treatment of target lesion. There was no malfunction with the stent. Post-procedure medication was clopidogrel and aspirin. The procedure was completed. The patient left the angio suite neurologically intact; however, on original date, prior to discharge, the patient experienced a major adverse event (ischemic stroke). The onset was sudden. Recovery was partial with major residual effect. The duration of this neurological deficit was unk and no cea surgery was required. Of note, hemineglect and hemiataxia were not documented, as well as presence of babinski. The patient was discharged eight days later, with clopidogrel and aspirin directed.